Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer's blood glucose level. Customer was using a computer usb port instead of the tandem wall adapter, and plugging the charging cable into a known working outlet for at least 30 consecutive minutes was advised, with a follow-up from technical support planned.